Event description:
It was reported that this right ventricular (rv) lead delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial fibrillation (af). The shock converted the af. However, the shock accelerated the patient's ventricular rhythm into ventricular fibrillation (vf). A second shock converted the rhythm. It was also noted that the shock impedance was high out of range. Technical services (ts) provided potential cause and advised the issue to be monitored closely. Ts also noted that it is unclear if the high impedance caused the rhythm to accelerate. The health care professional (hcp) noted that they will notify the patient to establish new care as the patient moved out of the original geography. The lead remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial fibrillation (af). The shock converted the af. However, the shock accelerated the patient's ventricular rhythm into ventricular fibrillation (vf). A second shock converted the rhythm. It was also noted that the shock impedance was high out of range. Technical services (ts) provided potential cause and advised the issue to be monitored closely. Ts also noted that it is unclear if the high impedance caused the rhythm to accelerate. The health care professional (hcp) noted that they will notify the patient to establish new care as the patient moved out of the original geography. The lead remains in use. No additional adverse patient effects were reported.